Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 9 months, 20 days post tavr procedure with a 26mm sapien 3 valve, the patient is being worked up for valve in valve procedure due to aortic stenosis. Per medical records received, the patient presented with shortness of breath that started to worsen 2-3 weeks ago. Echo report showed a 26 mm sapien 3 aortic bioprosthesis present. The prosthetic valve appears well-seated. The valve cusp motion is restricted due to calcification/degeneration of one of the valve leaflets. There is mild transvalvular regurgitation and severe stenosis. The aortic valve area is 0.80 cm2 with a mean gradient of 44 mmhg.

Manufacturer narrative:
Correction to h6 based on additional information. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The reported event for calcification was confirmed based on provided medical record. Available information suggests patient factors (diabetes, hyperlipidemia) likely contributed to the event as patient has medical history of diabetes and hyperlipidemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.